Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that inappropriate lv output episodes were observed due to non-sustained rv oversensing. Programming changes were made. Patient is in stable condition.